Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. The separated parts were recovered using an 8.5fr wnsb (cook wittich nitinol stone basket). Concomitant medical products received on: 13jun2019. Investigation ¿ evaluation: a review of the drawing, instructions for use (IFU), quality control, manufacturing instructions, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complaint device was returned to cook for investigation. During investigation, the separation at the notched cannula was confirmed, and no other damage was noted. All dimensions deemed relevant to the reported failure mode were analyzed and found that the device was manufactured within specification. Additionally, a document based investigation evaluation was performed. Review of the device master record concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The lot number of the device is not known and could not be narrowed down; accordingly, a review of the device history record could not be conducted. Based on the information provided, inspection of returned product, and the results of the investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a wittich nitinol stone basket was selected to remove a biliary stone following percutaneous biliary drainage. After the device secured the stone, it was pulled towards the sheath. Per the initial report, "the product was disconnected while pulling the basket". Additional intervention was required to recover the separated parts. No other adverse effects were reported for this incident.